Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional who reported that the patient needed an MRI but they were informed that the device was non-functioning. They were not certain what non-functioning meant and if it was the implantable neurostimulator (ins) or the patient programmer that was not working. Additional information received from the MRI technician reported that when the patient stated that his device was non-functioning he meant "he could not feel it working." The patient neurologist decided to have the patient device remove. No date of the explant was provided and he did not have any other information regarding the patient's device. The patient had been implanted for non-malignant pain and lumbar radiculopathy.